Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 reusable adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and the film thickness, bead width, bead height, and outside diameter were measured. Results: visual inspection revealed that the tubing film near the chamber end over-moulded cuff was torn. Measured bead width, film thickness, bead height, and outer diameter were found to be within specification. A lot check was performed and there were no other complaints of this nature for lot 130822. Conclusion: we are unable to determine the cause of the damage observed on the returned breathing circuit. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuit state: inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage. Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient. Disconnect tube by handling end connectors, do not pull or twist tubing, as this may cause damage.

Event description:
A distributor in (B)(6) reported that a 900mr810 reusable adult breathing circuit was broken near the distal connector before patient use.

Event description:
A distributor in (B)(4) reported that a 900mr810 reusable adult breathing circuit was broken near the connector side before patient use.